Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a missing battery door and peeling downstream occlusion (dso) seal. The event history log was not reviewed. Functional testing was unable to replicate the reported issue; the device was found to be delivering within specification. The most probable cause was determined to be faulty customer equipment or test method. No further actions were needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed volume test. The event occurred before infusion. There was no patient involvement, and no harm/adverse event was reported.